Event description:
It was reported that the procedure was to treat a moderately tortuous lesion in the proximal right coronary artery (rca). The lesion had been well prepared with a 3.0 x 15 mm non-abbott balloon, reducing the stenosis to less than 40%. The 3.5 x 12 mm delivery system was advanced, but could not cross the target lesion, due to the anatomy. During the attempt to cross the lesion a dissection occurred in the lesion site. The dissection and lesion were successfully treated with balloon inflations using a 4.0 x 15 mm non-abbott balloon and placement of a non-abbott drug eluting stent. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection, as listed in the instructions for use, is a known patient effect that may be associated with the use of a coronary implants in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.